Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. Programming changes were performed. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements.